Manufacturer narrative:
The referenced device was returned to olympus repair center. The service evaluation confirmed the customer¿s reported issue as the monitor is turning off automatically after 10-15 minutes attributed to a defective/faulty (g1) power supply board. Additionally, there is no output from the clone output port due to a dent in the clone output port ¿ signal cannot be connected. The power switch bracket is cracked. One connector on the (qb) board is deformed. The cable between the (qb) board and (h) board is deformed. The rear cover has multiple cracks, and the bezel plate has multiple cracks. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that before procedure, the technician at the user facility prepared the system and found the customer high-definition liquid crystal display monitor had a power malfunction, power switched off automatically. The olympus field service engineer confirmed the monitor initially powers on and displays an image but after 10-15 minutes the monitor turns off automatically. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power supply board could not be identified. Olympus will continue to monitor field performance for this device.